Event description:
After intraocular lens (iol) implantation. A consumer, had trouble reading and difficulty with bright lights. Instead of the pre-surgical halos around streetlight's, consumer saw them as triangle-shaped with concentric triangles of whitish light around them. Consumer was seeing concentric circles. And went for second opinion to have the lens removed. The lens was removed and replaced with a non-company lens in a secondary procedure.

Manufacturer narrative:
The product was not returned. Product history records were reviewed, and the documentation indicated, the product met release criteria. Associated product information was not provided. The product investigation could not identify a root cause for the reported complaint. The file indicated, that the explanted lens was not returning. Each lens is subjected to a 100% assessment of the power and optical resolution, during the manufacturing process in order to determine acceptability. Per, the lens model and diopter. The file indicated, that the company 20.0 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a non-company lens 20.0 diopter. Based on the information provided, the replacement lens may have been an improved selection, for this patient's vision needs or preferences. The file indicated, that the explanted lens was not returning. The customer had been urged to speak with their doctor and explain what they were noticing. As company cannot provide medical advice. If additional information becomes available, the file will be reopened and updated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
According to additional information received, the patient was happy with result and wanted to make note that people with migraines should not be considered candidates for multifocal lenses. Her neurologist had said, never mess with the visual stimulation of a migraine sufferer.

Manufacturer narrative:
Correction in d.4. And h.10. Additional information provided in b.5., h.3., h.6. And h.11. The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. Clinical reason provided for the explant was "problems with neuro-adaptability. Replaced with monofocal." The file indicated that the explanted lens was not returning. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The file indicated that the company 20.0 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced with a non-company monofocal 20.0 diopter lens. Due to the exchange of a multifocal lens for a monofocal lens of the same diopter, this suggests that a monofocal lens may have been an improved choice for the patient's vision needs. The file indicated that the explanted lens was not returning. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
According to additional information received, the patient experienced too stimulating migraines. The clinical reason for explant was reported to be problems with neuroadaptability.